Event description:
It was reported that there was an unknown malfunction with an electric motor device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The event date was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. The customer did not allege a deficiency. Reliability engineering evaluated the device and observed there was an e5 error code. Evidence indicated this was due to immersion during cleaning. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).